Event description:
The customer reported the ventilator alarmed vent inop during operation. The customer reported the ventilator was not in use, therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician reported when the ventilator was powered on only a white screen was displayed on the monitor, and the ventilator would not proceed into power on self testing. The service technician replaced the vga pcb to correct the finding. Extended self testing and performance verification testing was completed and tests passed per operating specifications. Failure of the vga pcb board may result in a shut down of the ventilator if it occurs during operation. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Printed circuit board (pcb).